Event description:
During an open chole procedure, the device did not fire properly. The clips were falling off the cystic duct. Ponened a new deivce of same product code to complete case. No pt consequence.